Event description:
It was reported that a patient was charging more than expected. It was stated that the patient used to charge once every other week and was not charging two times per week. It was stated that the settings have not been changed and the patient had not been reprogrammed. It was noted that the change in recharging has been gradual and the caller was not sure when the change in recharging occurred. It was noted that the estimated recharge interval was calculated with the longevity calculator. 1:2 ca 1 an, 1.7v 400's 125hz 362 ohms 2 ca 1 an, 1.7 400 24/7 358 ohms. Calc=20 days (bol)/9 days. It was stated that the patient started charging the implantable neurostimulator (ins) when it was empty and stopped when it was full. It was indicated by the patient that using the recharge belt didn¿t work for her because, the ins was in a difficult location that made recharging difficult. It was stated that the patient could get good coupling but it was not comfortable to charge. It was stated that the 8840 (clinician programmer) showed the recharge statistics = every 5.7 days, 1.4 hours and 6 coupling bars. Additional information received reported that the patient was having effective therapy and would be scheduling a replacement in the coming months. It was stated that the patient was finding she had to recharge more frequently than she used to. No additional information was available, it was noted that the manufacturer¿s representative could follow up with the healthcare professional (hcp) if needed.

Manufacturer narrative:
Product ID 37754, serial# (B)(6); product type recharger product ID 377845 lot# v012929 serial# implanted: 2006 (B)(6); product type lead product ID 377845, lot# v012929, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).